Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator delivered inappropriate shock due to incorrect interpretation of signal. Programming changes were recommended but not yet implemented. The patient was stable.